Manufacturer narrative:
Livanova (B)(4) manufactures the s3 system. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a s3 system displayed an error message during procedure. There was no report of patient injury.